Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient experienced phrenic nerve stimulation. Boston scientific technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.